Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of high impedance. It was stated that the patient had high impedance on contact 11 pre-operatively and the high impedance remains high post-operatively. The clinical examination of the patient post-op was unchanged. The patient was reprogrammed. The etiology was listed as related to the device/therapy and unrelated to the implant procedure. The high impedance was unresolved, however there is no further action planned. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389-28, lot# 0207786988 or 0207786989 (hcp did not know which one), implanted: (B)(6) 2014, product type: lead. Product ID 37086, serial#:(B)(4), implanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received. It was also stated that the cause of the high impedance was not determined. The operation in which the high impedance was determined was stated to be an ins replacement procedure. The patient was reprogrammed to use contact 10 instead of contact 11.